Event description:
Lesion 1-1 was classified as a de novo, 3.5 x 12 mm segment of the first diagonal branch. A 3.0 x 13mm cypher stent (lot number unk) was successfully deployed at 15 atmospheres. The lesion was not postdilated. Pre procedural diameter stenosis was 90% and residual diameter stenosis was unk. Timi flow was 3 pre procedure and 3 post procedure. Medications administered during the procedure included thrombin inhibitors, gp iib/iia, and plavix. Approx nine months later, there was documented total occlusion of the previously treated target vessel. No revascularization was performed. Pt was treated with plavix.